Event description:
The consumer reported a conflicting results with binaxnow covid-19 antigen self performed on (B)(6) 2022 with an unknown sample. Consumer stated her husband took two tests on the same day, the first test was positive and the second was negative. Consumer stated her husband had a soar through and fever. Confirmation testing was not performed. No additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
The remainder of the investigation remains in progress. A supplemental report will be provided after completion.

Manufacturer narrative:
This supplemental report is being submitted to provide the investigation conclusion. Correction: d4. The expiration date on the initial report was incorrect per coa. Date corrected from 13may2023 to 15may2023. Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 190229 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 195-160 / lot 190229 and device part number 195-430h / lot 183210. The lot met the required release specifications. The current overall incident rate for false positive and false negative patient results (confirmed and unconfirmed, conflicting results) for this specific lot based on the total quantity of devices manufactured for distribution is (B)(4). In conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue however a possible assignable root cause is patient sample interference. Substances in the sample itself may have interfered with the reaction.